Manufacturer narrative:
The device was received in normal conditions with battery voltage above elective replacement indicator (eri). Analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient had a small hematoma related to the implanted site that was addressed by surgery. The device was explanted and replaced during the process. The patient was stable before, during and after the procedure.